Event description:
Intra-aortic balloon inserted 3/10/97. Balloon leaking and not working on 3/13/97. An attempt was made to remove the catheter. The balloon was partially stuck in the left groin. Pt was taken to the or for removal of the balloon from the left groin.